Event description:
It was reported that the patient presented to the hospital with pain. Testing discovered that the ventricular lead perforated resulting in a pleural effusion. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.